Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: balloon channel cleaning brush cannot be inserted and the adhesive around the acoustic lens is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: missing image occurred due to damage of the ultrasonic probe. Additional malfunction causes were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a missing ultrasonic image during an unspecified procedure involving an olympus ultrasound gastrovideoscope. The procedure was completed with the same device. There was no patient injury reported.